Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that blockage is located at the site. The patient noticed the symptoms within 3 or more hours after insertion. The site was abdomen. Patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.